Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-0058. It was reported that 46 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 2.5mm, 100% stenosed, 20mm long portion of the left anterior descending lad artery. The physician treated the lesion with placement of a 2.75x16mm taxus express2 study stent and a 3.00x20mm express2 monorail stent. The patient was discharged on aspirin, atenol, atorvastatin, diltiazem, enalapril, isosorvide, insulin. The patient experienced chest pain in 2007, and was treated with IV nitroglycerin with resolution of chest pain. She developed chest pain again the next day with cardiac elevations and pulmonary edema. She required pulmonary assistance. The patient developed hemodinamic stability and the physician stopped the vasoactive drugs and began respiratory assistance weaning 9 days later. The next day the patient developed cardiac arrest and expired. In the opinion of the physician the relationship of the patients death to the study device is probably related.